Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint#: (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm. Shortly after, blood was noticed in the helium tubing. The console was turned off and the iab was removed. There was no patient injury or adverse event reported.

Manufacturer narrative:
Updated information. Additional initial reporter information - (B)(6). Report source & other source - please specify. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm. Shortly after, blood was noticed in the helium tubing. The console was turned off and the iab was removed. There was no patient injury or adverse event reported. Medwatch mw5096702 received 05-october-2020 - tear in intra aortic balloon while connected to patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm. Shortly after, blood was noticed in the helium tubing. The console was turned off and the iab was removed. There was no patient injury or adverse event reported.